Event description:
(B)(4). I had the essure procedure done in (B)(6) of 2010 in my gyn office (they had the kit there), (B)(6) of 2010 I notified my gyn of irregular bleeding and pain when attempting to have intercourse. I also began having excessive sweating, urine leakage, weight gain (even though I tried several weight loss plans including phentermine), headaches, occasional sharp stabbing pain in my groin. Finally the irregular bleeding led to me having a partial hysterectomy in (B)(6) 2014 as well as a bladder tack. My tubes were not removed so I do not bleed anymore but I feel bloated constantly and still have stabbing pain in my groin occasionally if I stretch my legs out straight or lay on my stomach. I was never tested for a nickel or metal allergy and my primary doctor is suggesting I have lap band or some other surgery because I am now considered obese. My ankles swell constantly and I am always fatigued.